Event description:
During a wisdom tooth removal, the pt sustained a cut to the lip. Neosporin was applied to the cut. Back up equipment was used to complete the procedure.

Manufacturer narrative:
The drill and guard were received by the MFR, however, the eval has not yet begun.